Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure during pre-use testing ; cannot open exhalation autozero solenoid. If the solenoid malfunctions and cannot open, this task cannot be performed and affects the accuracy of the system pressure measurement. No patient involvement.

Manufacturer narrative:
The customer reported the device had been serviced two weeks prior by philips and had not been used. When the customer opened the device for evaluation, he found a piece of tubing pinched by the top cover. The customer re-rerouted the tubing and the issue resolved. There were no parts replaced.